Manufacturer narrative:
The customer's complaint that the autopulse nxt platform (sn (B)(6)) emitted a burning smell was verified during the functional testing. However, the smell does not affect the platform's functionality. The reported burning smell is primarily caused by oil residue burning off from the motor as it heats up. The burnt smell seemed to dissipate after continuous testing using the service test manikin with two batteries. The customer's complaint that the autopulse nxt platform generated an unusual sound was not confirmed during the functional testing. The fan's sound is quite normal compared to other nxt platforms. The archive data indicated no errors or faults. The nxt platform passed the functional testing without fault or error. The autopulse platform functioned appropriately and performed as intended. Following the service, the autopulse nxt platform passed the final tests without issues.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported that during testing of the autopulse nxt platform (B)(6), an unusual sound was heard, possibly due to high revolutions. Additionally, a burnt smell was detected during operation. According to the customer, the nxt platform was on top of the carpet at their base during the observed issues. However, after noticing the burning smell and the escalating motor noise, the customer stood the nxt platform upright, but the noises persisted. The customer mentioned that the nxt platform was not inside the nxt carry case at the time of the event. Furthermore, the customer stated that the burning smell dissipated after turning off the device. No patient involvement. No safety issues were reported.